Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being at the emergency room for low blood glucose of 42 mg/dl. The customer stated that the insulin pump delivered 40 units of insulin and the customer fell out of the bed. The customer was found by her daughter, and the paramedics took her to the hospital. The customer stated that she was hospitalized for three to four hours and then released when her blood glucose was 186 mg/dl. The customer stated that the device was suspended over night, and she was not sure how it happened. The customer stated that she changes the infusion set every four to five days. Advised the customer to change the infusion set every two to three days. Troubleshooting was performed. Reviewed the bolus history and daily totals and showed that the day before the event she received 20 units more than the other days, which caused her glucose level to drop. The customer requested a replacement of the insulin pump. No further info was provided.